Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose levels since receiving his new insulin pump. Blood glucose level was 260 mg/dl at the time of the call. Upon testing of the insulin pump, it was seen in the alarm history that three no delivery alarms occurred within three days. Troubleshooting was unable to be completed and no further information was provided.